Manufacturer narrative:
Upon receipt, the external pacemaker reocor including the redel adapter was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. The visual and mechanical analysis revealed that the protective cover of the external pacemaker was missing. In addition the housing of the redel adapter was slightly damaged. Apart from that, the device was in good visual and mechanical condition. During functional analysis the observation regarding a stimulation failure could not be confirmed. The external pacemaker worked as expected. The ability of the device to sense cardiac signals as well as to deliver anti-bradycardia therapy was tested and proved to be fully functional. During a long-term stimulation test, no irregularities were detected with various stimulation parameters were taken into account. The device operated in accordance with the specifications and no spontaneous shutdown of the pacemaker could be detected. Regarding the shortened backup runtime during battery replacement, the observation could be confirmed. The external pacemaker did not meet the specified 30 seconds battery replacement runtime. However, this deviation is not related to the clinical observation and was detected during testing of the device. The capacitor of the backup runtime function of the external pacemaker was replaced and a new protective cover was attached. Afterwards, the device proved to be fully functional. All measurement results were within the specifications. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
It was reported that the device stopped pacing while applied to a pacing-depended patient. The patient was approx. 46 seconds in asystole. Resuscitation alarm was set off, brief cardiac massage for a few seconds until the device change was performed and the patient received medicines due to asystole.